Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. However, pump was received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had grinding sound during rewind. Customer performed self test and displacement test and both test were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.